Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in a mildy tortuous and moderately calcified posterior tibial artery. A 3mm x 20mm x 144mm coyote es balloon catheter was advanced for dilation. However, during at first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.